Manufacturer narrative:
The reported event of signal loss could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that false reading may occur if the male connect is: not dry, clean and free of coagulated blood; not fully inserted into the bottom of the transmitter (indicated by yellow light) ; bent or damaged. The pressurewire instructions for use (IFU) states for optimal pressure measurement adjust the position of pressurewire so that the sensor does not touch the atrial or ventricular walls, to avoid measurement due to movement. The pressurewire IFU states the user should not measure pressure when the sensor element of pressurewire is in sharp curves, since this might result in pressure artifacts. The pressurewire IFU states that if a dilatation catheter is used in a coronary artery, artificial underestimation of the coronary artery pressure may occur. The pressurewire IFU states if the pressurewire is taken out during the procedure in order to reintroduced into the patient make sure the pressurewire distal part is kept wet in the meantime.

Event description:
When the first pressurewire x, wireless entered the body the pressure waveform disappeared. A second pressurewire x, wireless was used and experienced the same issue. A third pressurewire x, wireless was used and experienced the same issue as the first two devices. The procedure was canceled and rescheduled for a later date. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Please reference 3008452825-2018-00210 and 3008452825-2018-00211 for reports on the second and third pressurewire x, wireless devices, respectively.